Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and after inspection found that the average pressure during the pneumatic performance test was out of calibration. The fse performed a complete cleaning of the compressor, and re-torque all the screws on the compressor. The unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
While the hospital's biomed engineer was performing preventative maintenance (pm) and 5000 k kit, the intra-aortic balloon pump (iabp) failed the pneumatic performance test, and was out of calibration. The pressure was high. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
While the hospital's biomed engineer was performing preventative maintenance (pm) and 5000 k kit, the intra-aortic balloon pump (iabp) failed the pneumatic performance test, and was out of calibration. The pressure was high. There was no patient involvement, thus no adverse event was reported.